Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number qdmccr / w9561, and no non-conformances were identified. Photo: visual analysis of the one picture received for evaluation determined that one empty opened box and one opened folder product code w9561 could be observed. The suture or the reported condition could not be observed in the picture. Additional information was requested, and the following was obtained: on what tissue the suture was used? Tendon of the upper oblique muscle of the eye what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Tissue was in a normal condition how was the suture placed (interrupted or continuous)? Knotted stitch. How was the suture tied (square knot or multiple knots one end)? Multiple knots one end: 4 stitches. Please clarify when did the doctor observe swelling and inflammation first time (# of post-op days)? During the first 24-hours after the procedure. Was the ¿drug therapy used-subconjunctival injection of dexamethasone 0.4+gentamicin 0.4 and then instillation of tobradex drops every 2 hours for 10 days ¿a standard/usual prophylactic post-op care for this type of surgery? Or was this therapy performed as medical intervention due to the intra-op suture breakage occurred in this case? Please specify. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Immediately intraoperatively subconjunctival injection of dexamethasone was used, after tobradex eye drops was used every 2 hours for 10 days. It was standard preventive care, however, due to fact that on the next day strong edema was observed, an additional injection of dexamethasone +gentamicin was applied, that is usually never done. Also, right after surgical treatment of a strabismus, children undergo orthoptic treatment 2 days after a procedure. In this case the treatment was postponed, the child started the treatment after one week from the procedure. Did the same suture break first time used "to re-stitch" and then broke the 2nd time? If not, please clarify how many sutures (each) broke during this strabismus correction procedure ((B)(6) 2021)? - there was a suture that was knotted, and the knot tore away. After another suture were taken from the same box for the second half of muscle, the same failure occurred. After it a new package (box) were open, a new blister was used, the new suture did not tear away. What is meant by 'torn knot'? The suture that forms the knot has broken, i.e. The suture passes through the tissue and is tied into a knot. The suture broke in that place, where it passed through the sclera. Did the knot untie intra-operatively? The knot was not untied, the suture with the knot on one end was torn. Did the suture break at the knot? Please clarify/specify. Yes, the stitch was broken. What suture (code /lot number) was used to complete this surgery? No information is available. It was reported that "access to the superior oblique muscle and its tendon required dissection of the conjunctiva and the tenon capsule, the tenon sheath". Was this dissection a standard planned step in this type of surgery or required because of suture breakage occurred? No, it is not for suture breakage reason, it is standard step. Other relevant patient comorbidities/concomitant medications? No relevant patient comorbidities/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to these events (suture breakage intra-op, post-op inflammation and swelling)? The stitch breakage happens quite frequently for the recent times due to poor quality of the sutures. What is the patient's current status? Will product be returned? Inflammation and edema were caused by the recapture of the lost muscle that cause injure surrounding tissues. This can be also related to intraoperative bleeding that can contribute to the inflammation and edema. The procedure was completed successfully. The patient attends for check-ups. Events were submitted via 2210968-2021-05802.

Event description:
It was reported that the patient underwent a strabismus correction surgery on (B)(6) 2021 and the suture was used on tendon of the upper oblique muscle of the eye. It was reported that during surgery, fold of the tendon of the superior oblique muscle of the eye, after the release of the muscle, was stitched from the medial edge, then with new thread from the other lateral edge and tied three knots. The same thread was sutured to the sclera and four knots are tied. When the tendon of the superior oblique muscle was stitched and fixed to the sclera, and during checking and flushing with saline solution, a surgeon observed that the knot tore away from lateral side. The suture with the knot on one end to the sclera was broken/torn, but sclera remained intact. Another like suture from a different batch was used to re-stitch the same place and complete the procedure successfully. The operation time was added 30 minutes. It was also reported that because of the broken thread at the knot, the tendon went out of its place and had to be re-isolated, re-stitched-accordingly, the condition of the target tissue and the condition of the tendon itself were worsened and the accuracy of the operation could suffer. Repeated surgical intervention was not required, since after the torn node, new stitches were applied during the same operation. Due to the fact that it was necessary to manipulate during the surgery, isolating the departed tendon again, the trauma from surgery increased, respectively, in the wound in the postoperative period there was more pronounced swelling and inflammation. Immediately intraoperatively subconjunctival injection of dexamethasone was used, after tobradex eye drops was used every 2 hours for 10 days. It was standard preventive care, however, due to fact that on the next day strong edema was observed, an additional injection of dexamethasone with gentamicin was applied, that is usually never done. Also, right after surgical treatment of a strabismus, orthoptic treatment 2 days after a procedure should be performed but in this case the treatment was postponed, the patient started the treatment after one week from the procedure. Currently, the patient attends for check-ups.